Event description:
Intuitive da vinci xi 8mm 30degree endoscope failed prior to starting the robotic portion of the surgery. New scope was obtained and worked properly. Da vinci tech support confirmed the problem was the scope remotely.